Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that device interaction as the reported attempt to move the guide wire while the balloon was pressurized/inflated resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, mild tortuosity and 80% stenosis. The hi torque pilot 50 guide wire was advanced to the lesion. The lesion was then pre-dilated with a 2.5x12 mm semi-compliant balloon. The balloon was attempted to be removed but it was stuck with the guide wire so the devices were removed together. Another pilot guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.